Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous accutni (troponin) results generated on the synchron lx I 725 clinical system. The initial erroneous result was reported outside the laboratory. The pt sample was retested using a different methodology and the result was within the normal reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched to investigate the event. Customer was not questioning the functionality of the instrument. The field service engineer (fse) did not evaluate the instrument. The customer does not rerun the sample when the initial result is high. A bci customer advocate discussed with the customer possible pre-analytical conditions in some samples which may affect initial results. The customer agreed to accept the bci pre-analytical sample handling info for consideration. Although pre-analytical sample handling is considered a contributing factor, no clear root cause could be determined. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.